Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye. All components were correctly placed according to specifications. During visual inspection, it was noted that the male luer was broken (cracked). A pressure test and clear passage under water test was performed which confirmed the reported issue of leak cracked-broken as observed in the male luer. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a fracture on the baxter continu-flo solution set which occurred during use, while trying to reconfigure the tubing at bedside. Propofal was connected at the distal y port of the solution set that was attached via an injection cap into a central venous access device (cvad). Administration of levophed was temporarily delayed due to the unexpected fracture of the administration set, resulting in a decrease in blood pressure. The decrease in blood pressure was manageable and the patient was stabilized within five minutes. No additional information is available.